Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had cracked case at the display window corners and reservoir tube lip.